Event description:
It was reported that the pump's plunger head flippers were not coming up when plunging the lever. No patient involvement or injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log identified check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. The dowel pin came loose from the plunger head mount. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced dowel pin and plunger head mount. Performed preventative maintenance, occlusion test and all functional tests which passed.